Manufacturer narrative:
H6: investigation summary two photos were provided to our quality team for investigation. Through visual inspection, it was observed that date of manufacturing on carton label was different that date of manufacturing on shelf pack label. Date of manufacturing on carton label was (B)(6) 2021 while date of manufacturing on shelf pack label was (B)(6) 2020. It should be 2021 on shelf pack label rather than 2020. Potential root cause for label content incorrect on shelf pack is associated with operator error from two suppliers. The following corrective actions has been taken by suppliers in response to this complaint: 1. Developed printing system which support to import information automatically. Retrained operator and inspectors . 2. Updated process to add the check requirement on different label level. Retained operators and inspectors. A device history review was conducted for lot number 1082604.

Event description:
It was reported when using the bd luer-lok¿ tip syringe there was incorrect label information on the device. This event affected (B)(4)devices. The following information was provided by the initial reporter. The customer stated: the "distributor found (B)(4) boxes of disposable sterile syringes where the production dates of the inner packaging and the outer packaging were inconsistent. A box of (B)(4) pieces, a total of (B)(4) pieces affected.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok¿ tip syringe there was incorrect label information on the device. This event affected 1600 devices. The following information was provided by the initial reporter. The customer stated: the "distributor found two boxes of disposable sterile syringes where the production dates of the inner packaging and the outer packaging were inconsistent. A box of 800 pieces, a total of 1600 pieces affected."